Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the pump black box revealed unexplained pump reboots. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specifications. The battery compartment was intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power or intermittent power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.